Event description:
While using a snare to retrieve a stent, the physician reported that part of the ultra select guidewire was cut off and remained in the pt's body. Given the description of the event, it seems most likely that the stent caught the coil from the distal tip of the guidewire and stripped it off. The portion of the guidewire that remained in the pt's body (most likely the coil) was retrieved and the pt experienced no adverse sequelae.